Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was discarded by user facility; therefore, a product analysis could not be completed.

Event description:
Voluntary medwatch report # mw5042879 was received. It was reported that "diamond bur broke while in use."follow-up with the initial reporter obtained additional information: it was a sinus endoscopy case with frontal sinus exploration. The bur broke at the tip and the tip was removed from the patient's sinus cavity. The case was completed successfully with a different bur with no further issues. There was no injury to the patient and the patient is fine. The bur and tip were discarded by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.